Event description:
The controller could not be hooked up to the monitor. Two different monitors and data cables were attempted to be connected to the controller when troubleshooting. The controller was exchanged to the back-up controller and a new back up controller was provided with no effect on the patient.

Manufacturer narrative:
Per (IFU): when connected to a controller, the monitor receives continuous data from the controller and displays real-time and historical pump information. The monitor also displays alarm conditions. Always confirm that the power cables are properly locked on the controller by gently pulling the cable near the controller power connector or the power cables may come loose and result in an alarm or the pump stopping. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the controller's inability to establish communication with the monitor, resulting in the alarm adapter not silencing the no power alarm. The most likely root cause of the failure is a damaged u17 ic on the power board of the controller, which likely contributed to the event. The damaged was most likely caused by electrostatic discharge (esd). The most likely root cause of the failure is a damaged u17 ic on the power board of the controller, which likely contributed to the event. The damaged was most likely caused by electrostatic discharge (esd). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.